Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available. Evaluation summary: (B)(4): the proximal segment of the lead was returned, analyzed and no anomalies were found. (B)(4): the proximal segment of the lead was returned, analyzed and no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the proximal segment of the lead was returned, analyzed and no anomalies were found. Visual analysis only was performed. (B)(4) the proximal segment of the lead was returned, analyzed and no anomalies were found. Visual analysis only was performed. (B)(4) the device was returned, analyzed and no anomalies were found.

Event description:
An implantable pacemaker system was returned to the manufacturer from an unknown source with no information. Review of manufacturer's database indicated the patient is deceased and died approximately five months after device system implant. The cause of death has been requested and not received.

Event description:
An implantable pacemaker system was returned to the manufacturer from an unknown source with no information. Review of manufacturer's database indicated the patient is deceased and died approximately five months after device system implant. Follow up revealed this patient had sick sinus syndrome and was programmed in mvp mode. The patient was not pacemaker dependent. The cause of death is not known, but it is not believed to be device related per the clinic. A device check two months prior to death showed normal function of the pacemaker.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.